Event description:
It was reported that there was a stimulation/therapy issue and the patient never had therapeutic effect. The actions required as a result of the event was an explant. No diagnostic testing or troubleshooting was performed, it there was a product issue the issue was not resolved and the cause of the issue was not determined. The device was explanted and discarded. The patient status at the time of the report was alive, no injury. There were patient symptoms or complications that were associated with the event which was less than 50% therapy relief at the lead location. There was no stimulation and pain relief. The patient had a previous implant. The device was explanted and did not provide therapeutic relief. The patient was doing fine as far as the manufacturer representative knew.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient (B)(4).